Event description:
Pt was being transferred to bed via lift. Gold clasp broke. Pt slid out of black pad. Pt slid to floor and hit head on lt posterior side. Complaints of rt hip pain, rt knee pain. Pt not moved by staff. Paramedics transported pt to ER for evaluation. Pt was treated with staples to head laceration; x-rays taken.